Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose(bg) level of 600 - 2300 mg/dl. The customer attempted to self treat elevated bg by administering a correction bolus. Upon ER admission, the customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support confirmed that the pump was functioning as intended. The customer was released from the ER the next day with no permanent damage.